Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient was having some pain on their right hip where their ins was located. Caller stated that they tried to lower the stimulation a little bit, then they noticed improvements, but before that, at certain times, the patient woke up in the morning because the pain was too much. Caller confirmed that the patient had no recent fall or trauma and mentioned that the patient was very healthy and in good physical shape. Caller also mentioned that they already went to the patient's healthcare provider (hcp), but they forgot the external devices at home, and they were unable to raise the concern about the pain. When asked for an event date, caller stated that it's been maybe around 6 months up to a year that the issue started, but the patient was doubting if the issue was related to their ins. Caller then asked if they could turn the patient's therapy off for 1-2 days to ob serve for improvements. Agent reviewed general therapy information extensively and redirected the caller to the patient's hcp to further address the issue. Caller stated that they will turn the patient's therapy off for 2 days, observe for improvements, then set up an appointment with the patient's hcp.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). They reported that the cause of the pain at implantable neurostimulator (ins) site and having to lower stimulation was determined. The patient stated that after they changed the program the pain seems to have subsided. Patient turned off the device for 5 days and the pain was gone. Patient changed program and lowered stimulation alleviating pain.